Manufacturer narrative:
Zoll circulation has received the product in complaint and a supplemental report will be provided when investigation is completed.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. The reported complaint was confirmed. The reported system error (out of service/revert to manual CPR) was observed during power up of the platform. Based on the archive review, there were no faults observed on the reported event date of (B)(6) 2013, however multiple 132 faults (internal watchdog timeout) were observed to have occurred with the platform on other dates including (B)(6) 2013. Following the fault being cleared through the apvision3 program, the device passed all testing criteria. The platform was powered on and off three times with no issues noted.

Event description:
It was reported that during patient use the autopulse resuscitation system (s/n (B)(4)) displayed an "out of service-revert to manual CPR" message. Customer also reported that there was a large amount of vomit. No adverse patient sequelae were reported and no further details were provided.